Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one month of implant, the patient developed an infected device pocket. The patient's implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.